Event description:
The customer reported that the 840 ventilator stopped cycling on a pt. No pt harmed or changed in the therapy as a result of the event. Reference customer medwatch number (B)(4). The customer reported to have replaced the inspiratory pressure transducer auto zero solenoid. The ventilator reported to have passed all testing.